Manufacturer narrative:
Submit date: 10/4/16. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. The (B)(6) site received one unpackaged sample with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. An approximately 1¿ piece of plastic from a plunger rod was inside the syringe barrel. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to the plastic piece i.d syringe include, but are not limited to: -breakage of a portion of the plunger rod flange which subsequently entered the fluid pathway at the barrel load station on the rotary assembly machine when the printed barrel was transferred directly into the barrel circulation mechanism, without any printed barrel buffer in the component feed line. A second contributing factor was identified related to the product quality verification system. The high plunger rod position detection system did not have sufficient sensitivity to detect the thickness of the broken plunger flange piece in the barrel i.d. The following control mechanisms are in place to prevent the occurrence and acceptance of tight plunger action during the syringe assembly and packaging processes: medtronic maintains material verification processes. The resin, silicone and rubber tips must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and plunger rod is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The barrel i.d. And rubber tip are both coated with silicone during the manufacturing process to ensure smooth and easy plunger assembly movement within the syringe barrel. The plunger assembly is exercised during the syringe assembly process to distribute the silicone in the barrel and on the rubber tip evenly. Audits of silicone dispense quantities are conducted on a periodic basis to ensure process capability is maintained. All syringe assemblies are inspected by a high plunger assembly detector. Syringes with high plunger assemblies are automatically ejected from the machine to scrap. Production inspectors are required to periodically perform visual inspections of the syringe to the quality inspection standard. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. This is a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer has stated that plastic shards were found inside the syringe. A visual inspection confirmed the customer's experience as two rubber-type materials were seen inside the syringe above the rubber bung.